Manufacturer narrative:
Additional information determined that the device code no longer applies and has been updated.

Event description:
Additional information indicated that there was a catheter break/cut. Surgical observation on (B)(6) 2016 revealed complete broken proximal intrathecal catheter segment.

Event description:
Additional information indicated that the cause for the catheter break was not documented in emr (electronic medical record).

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), female patient who was receiving lioresal 2000mcg/ml at 360.6 mcg/day via an implantable pump for intractable spasticity. The dose was decreased by 11% to 320.2 mcg/day. The last refill and programming was on (B)(6) 2015; however, no information was provided whether any changes were made. On (B)(6) 2015, the patient presented to the emergency room (ER) with generalized tremors, increased rigidity for 24 hours, tachycardia, and itchiness consistent with previous baclofen withdrawal. The clinical diagnosis was possible baclofen withdrawal. The event required in-patient or prolonged hospitalization. An x-ray was taken and the results showed "baclofen pump projects over the left abdomen without significant change from prior exam." The outcome was reported as ongoing. The event was reported as possibly related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted. The event resolved without sequelae on (B)(6) 2015. Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry) indicated the pump logs were examined on (B)(6) 2015 and the patient was receiving baclofen 2000mcg/ml (dose 320.2 mcg/day) in simple continuous mode. The pump status after update showed the pump was increased by 9% to a dose per day of 350.2 mcg/day. Additional information was reported by the healthcare professional (hcp). The pump was re-positioned from left to right front lower quadrant and the catheter was replaced on (B)(6) 2016. It was reported that the event was not related to the implant procedure but was related to the pump and catheter.